Manufacturer narrative:
(B)(6).

Event description:
It was reported that vessel perforation occurred. The 90% stenosed, target lesion was located in a shunt in a severely tortuous forearm vessel. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for use. However, when dilatation at 6 atmospheres was performed, the vessel ruptured and bleeding occurred. After that, long inflation at 2 atmospheres was performed and stopped the bleeding. However, physician believed that balloon might be stretched and over inflated. The procedure was completed with the original device. There were no patient complications.